Event description:
It is reported that the patient was revised due to pain. The surgeon noticed marks on the neck during the revision surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.